Event description:
It was reported by service report that the siderail is broken and sharp edges were exposed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: other, siderail assembly.